Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 prior to the event and it was acceptable. Qc recovery was within the provided ranges prior to the event. The alarm trace showed abnormal aspiration (sample probe), abnormal aspiration (sample probe a/b), and sample short alarms. These are indicators of a possible poor sample quality. The field service engineer replaced the vacuum nozzle vacuum tubing. He then performed qc and precision studies and they were within specifications. The service actions (replacing the vacuum nozzle vacuum tubing) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas 8000 cobas ise module. Results for the sodium (na) test were affected. Initial result: 145.89 mmol/l (tested on ise1). Ion-selective electrode (ise) moving averages and qc going out of range prompted the repeat of the sample. Repeat result: 137.26 mmol/l (tested on ise2). No questionable result was reported outside of the laboratory. The repeat result was deemed to be correct.

Manufacturer narrative:
The cobas 8000 cobas ise module (double) serial number is (B)(6). The investigation is ongoing.